Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported walking difficulty and ventricular enlargement after a certas valve implantation. The valve was implanted via l-p shunt on (B)(6) 2019 with setting 5. Six months after implantation ((B)(6) 2019) the patient presented with walking difficulty and MRI showed ventricular enlargement. Between (B)(6) 2019 and (B)(6) 2020, the symptoms got worse, and the patient had surgeries for hemorrhoids and lung cancer. On (B)(6) 2020, the valve was replaced. Patient¿s primary disease: inph (idiopathic normal pressure hydrocephalus).

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - review of the history device records was not possible as lot number was unknown. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was hydrated. The valve passed the test for programming, flushed, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.